Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead was hospitalized due to experiencing syncope. Loss of capture was observed on the electrocardiogram, and pacing inhibition was also noted. Loss of capture was noted on the presenting rhythm, and all other lead measurements were normal. The thresholds were variable in bipolar and unipolar; however, were not capturing with auto turned on at suspended of 5.0v @ 0.4ms. The thresholds were tested with both 0.4ms, 0.8ms and 1.0ms pulse width. The best threshold was 1.2v@1.0ms; therefore, the device was reprogrammed to 4.5v@1.0ms, with good capture seen. The patient has slow underlying rhythm; therefore, no pauses or asystole was seen. This lead remains implanted and in service. No adverse patient effects were reported.